Event description:
It was reported that the implants at tooth site #33 failed to integrate. Non-integration.

Event description:
It was reported that the implants at tooth site #33 failed to integrate. Non-integration.